Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they experienced high blood glucose. Blood glucose reading was 28 mmol/l. The customer stated they treated for high blood glucose with needle and blood glucose was 10.4 mmol/l during call. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using the auto mode feature at the time of the incident. The customer did the troubleshoot for high blood glucose. The pump well not be return for analysis.